Manufacturer narrative:
Batch review performed on 09-dec-2025. Liner: versafitcup dm 01.26.2850mhc double mobility hc liner d 28/dme (k092265) lot. 132335: (B)(4) items manufactured and released on 22-jul-2013 expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had primary left hip surgery on (B)(6) 2011. On (B)(6) 2016, the patient came in complaining of instability. The surgeon noticed the stem was loose. The surgeon revised the stem, head and liner. The surgeon implanted another competitor stem and head with a medacta liner ((B)(4)). Presently, on (B)(6) 2025, the patient came in due to hip pain and the cause is unknown. The surgeon revised the competitor stem and head to another competitor stem and head and revised the medacta dm liner to a medata dm liner. The surgery was completed successfully.